Event description:
It was reported that pump displayed malfunction code and fault message without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.